Event description:
It was later reported that the patient passed away on (B)(6) 2013 due to renal cell cancer/carcinoma. It was noted there were no diagnostic methods performed and no action taken. It was also noted this was a pre-existing condition, worsening or exacerbation. There is not information to indicate the device/infusion therapy contributed to the patient's injury and/or death. The pump system was used to deliver dilaudid 3.0 mg/ml, bupivacaine 30.0 mg/ml, baclofen 400.0 mcg/ml, clonidine 200.0 mcg/ml, and droperidol 300.0 mcg/ml.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an event resulted in "in-patient or prolonged hospitalization". Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent when it becomes available. Drugs delivered via the device were dilaudid, droperidol and baclofen

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).